Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements greater than 2000 ohms on the right ventricular (rv) lead, resulting in a safety switch. Technical services (ts) was consulted, and it was discussed that this has been a gradual rise, with physiologic changes such as calcification being the probable cause. Additionally, oversensing of myopotential noise was observed. No adverse patient effects were reported. This device remains in service.